Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an office follow-up, this device exhibited an error message: technical services (ts) was contacted for recommendations. Ts states the error type is indicative of an unexpected change to the devices memory; however, the device remains able to self correct the issue. To date, this device remains implanted and in service, operating normally. No adverse patient effects resulted from this error message.